Event description:
It was reported that the user performed an infusion set and cartridge change and subsequently received an ¿insulin set expired¿ alert; the caregiver contacted support and was educated that the fill cannula step had not been completed, which prevented the pump from recognizing the new infusion set, and they were guided through completing the fill cannula. Symptoms included no reported adverse clinical effects. Outcomes included user education and resolution through correct completion of supply change steps. Investigation included technical troubleshooting and user education regarding correct operation and infusion set change workflow. Investigation of this case revealed user error related to incomplete cannula fill following a supply change, consistent with an operational use issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.